Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences?

Event description:
It was reported that during an unknown procedure, the device was assembled and fired correctly, no staples fired. A second device was opened and fired successfully.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: there were no patient consequences due to the product complaint.